Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was presented at office for an appointment where impedance measurement showed low on bi-polar configured contacts 0 and 1. No factors that led to the issue were presented. Diagnostics/troubleshooting included multiple impedance measurements. No interventions/actions taken. The issue was reported to be resolved.